Event description:
It was reported that the right ventricular lead showed noise on the atrial electrogram (egm) and the lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) : the proximal segment of the lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on several conductors, there was a breached cut, white substance, and cosmetic depression on the outer insulation, and there was apparent explant damage.